Event description:
Information was received that the rod failed to lengthen at the center of the rod. The failure to lengthen was verified by pre and post ultrasound imaging. The patient will return in 6 months for a monitoring visit and there will be no further attempts to lengthen the rods. There has been a change in treatment plan. No additional information was provided. Report 1 of 2.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.